Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results for one patient on an archiect c4000 analyzer. The following data was provided (customer's reference range is 1.6-2.6 mg/dl): initial result was 5.99 mg/dl, repeat was 1.98 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from magnesium, catalog# 03p68-22, and wiesbaden, germany to architect c4000 processing module, catalog# 02p24-40, and irving, tx. MDR number 3016438761-2020-00064 has been submitted and all further information will be documented under that MDR number.